Event description:
It was reported that the system monitors would not turn on; preventing the system from being able to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.